Event description:
The following was reported to hamiton medical ag: the device was reverted to biomedical department as it is shut down and went to ambient mode while ventilating, the case happened on 19:46 pm as you can see on the log files. No patient harm occurred.

Manufacturer narrative:
Hamilton medical ag has not received the device for investigation. Hamilton medical ag case number is: (B)(4).